Manufacturer narrative:
(B)(4). Date sent 8/6/2025. D4 batch #x95g14. B3: exact date is unk. Assumed first month of the year. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon firing of the device had the remaining twelve (12) clips were ejected due to the condition of the jaws; finally, the instrument locked out as intended. The event reported was confirmed and it is related to improper use of the device. Possible causes for the found condition of the yielded jaws maybe if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please reference the instruction for use for more information. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x95g14 number, and no non-conformances were identified. Additional information was requested, and the following was obtained: how did device not work? Did device jammed (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? If other please specify. The device kept ejecting clips, the clips kept coming out and dropping and that is it. They were just coming out as they are, they were not forming.

Event description:
It was reported that during an unknown procedure the ligaclip multiple applier - when firing, the first clip clamped as supposed to but the rest would not clamp and just come out as unformed clips. The surgery was delayed due to the reported event. The procedure was successfully completed. There were no patient consequences.